Manufacturer narrative:
(B)(4). Batch # r92z83. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional, an error code 3/ replace instrument alert screen was displayed. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that prior to a laparoscopic colon procedure there was a harmonic cord error code. The instrument would not work. It is unknown if the procedure was completed successfully. There were no adverse patient consequences.